Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when connecting the load on the stapler and try shooting, the stapler made a noise. They put tissue on the load and try to connect again, but it did not close. They used another device. The doctor left the colon well clean.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with articulating vascular/medium reload. During testing of the instrument, interference was noted in the firing stroke. An access hole was cut into the instrument body for visualization internal components and the trigger pawl was found to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of damage to the trigger pawl may occur if the instrument trigger is compressed with the reload partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack however the firing rack would not advance therefore damaging the trigger pawl. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when connecting the load on the stapler and try shooting, the stapler made a noise, out patient, they connected again the load and opened and closed. When they put it on the tissue, it did not close. They discard the load and put another, the doctor left the colon well clean, and saw that the tissue was not thick, even when it was put on the tissue to try to close the stapler it opened again.